Manufacturer narrative:
H6: 4745: mask. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that they retrieved an airlife venturi facemask package from the supply room and delivered it to the patient's (pt) room. The airlife packaging did not appear to be open but was missing the face mask and 6-inch flextube. Because the pt needed to be transported for an emergent CT and there was no time to look for a complete airlife package, a nonrebreather was used for transport.

Manufacturer narrative:
H6: 4745: mask. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "retrieved an airlife venturi facemask package from the supply room and delivered it to the patient's (pt) room. The airlife packaging did not appear to be open but was missing the face mask and 6-inch flextube. Because the pt needed to be transported for an emergent CT and there was no time to look for a complete airlife package, a nonrebreather was used for transport." Regarding part 001363 was not confirmed. The root cause could possibly be a result of operator error - assembly. There have not been any other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was reported that they retrieved an airlife venturi facemask package from the supply room and delivered it to the patient's (pt) room. The airlife packaging did not appear to be open but was missing the face mask and 6-inch flextube. Because the pt needed to be transported for an emergent CT and there was no time to look for a complete airlife package, a nonrebreather was used for transport.